Manufacturer narrative:
A specific root cause could not be determined. No materials were returned for investigation. Retention material was tested and was found within specification.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
No product has been returned and therefore no evaluation has occurred.

Event description:
The user received questionable results for one patient urine sample that were abnormal then repeated as normal. Of the data provided, the results for the following assays were discrepant. The initial leukocyte result was 500 leu/ul and the repeat result was negative. The initial protein result was 500 mg/dl and the repeat result was negative. The initial glucose result was 250 mg/dl and the repeat result was normal. The user was not sure which results were correct and did not have any information about the patient's condition or whether patient was affected by erroneous results. No adverse events were alleged regarding the event. The lot number of the chemstrip 10 md urine test strips was 23063844.